Manufacturer narrative:
This report is submitted on 25 may 2020. (B)(4).

Manufacturer narrative:
This report is submitted on may 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was explanted because of facial nerve stimulation. The patient was re-implanted with another device at the same surgery.